Event description:
It was reported that pacemaker mediated tachycardia as a result of ventricular undersensing was observed on the pacemaker. Programming changes were recommended. There were no patient consequences.